Event description:
Pt reports pump alarming low reservoir volume and is out of medication more than 24 hours earlier than expected. Pt states settings read rate 32ml/24 hr, given 25.55 reservoir 4.6. Pt felt anxious but overall no other changes. Pt did feel burning on her skin throughout the day prior to alarm. Pharmacy replaced pump. Pt transitioned to backup pump. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.